Manufacturer narrative:
Cartridge change error-no failure detected

Manufacturer narrative:
An additional lot number was reported (m016697). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. During troubleshooting with tandem technical support, review of the pump data revealed that a cartridge 5 alarm and a cartridge alarm 19 occurred during the load process. The customers blood glucose level was not impacted. It was indicated that the customer would use backup pump for alternate insulin therapy.